Event description:
It was reported that during a prostate procedure, two surgical fibers broke and the case was completed using a third fiber. No add'l info was available. Pt outcome: "no damages to the pt." This report is for the first surgical fiber used.

Manufacturer narrative:
Reference MFR #: 2937094-2013-01005. Fiber analysis: the fibers glass cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. The detached fiber cap could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.